Manufacturer narrative:
The reported field event of bvvi was not confirmed in the laboratory. Upon interrogation, device was not in backup mode indicating the device had been reprogrammed. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that patient received frequent radiation treatments for cancer. Device reset occurred and device delivered inappropriate shocks. It was decided to disable the tachy therapies and wait for the radiation treatment to be completed to download device software.

Event description:
New information received indicated that the device was explanted with no plans for new device implant. Patient was continuing to receive radiation therapy for terminal cancer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).